Event description:
A pt was implanted with cmf distractors bilaterally on an unknown date. During the course of treatment, the distractor on the right side lost advancement. The distractors measured 7 mm between the foot plates when they were placed. The distractors were activated the same every day up to the 14 mm level. On an x-ray, it was discovered the right side only measured 4 mm between the footplates. Distraction has been completed and the extension arms have been removed from the distractors. It is anticipated that the bodies and footplates will be removed when the consolidation is complete, probably in a couple of weeks. The surgeon used 1.0 mm footplates and 1.0 mm bone screws to place the distractors.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.